Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply, reloaded system software, reseated circuit boards, and reset the memory nodes. The system operates as intended.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.